Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic complaining of fatigue and dizziness. The physician was unable to interrogate the patient's pacemaker. The physician explanted and replaced the device. The patient was stable throughout.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and high current drain was noted during temperature testing. The cause of the reported field event was high current through the integrated circuit resulting in premature battery depletion.